Event description:
The facility reported a colleague infusion pump with failure code 810:11. According to the facility, it is unknown when or which care area this event occurred. There is no patient injury, medical intervention necessary or adverse event in association with this condition. During review of the pump's event history, baxter quality engineering discovered this event interrupted delivery. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Event description:
The customer reported that the unit had no ac power or batt charge leds lit.

Manufacturer narrative:
(B)(4). Upon further review of the event history, the occurrence date of this event was determined to be (B)(6) 2010. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation. No assignable cause was provided during product evaluation. This is a baxter owned device and will not be repaired. Should any additional information become available, a follow-up medwatch will be submitted.